Event description:
The pt was revised because the tibia collapsed into varus. Osteolysis, poly wear and loosening of the femoral component were noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.